Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a blister from the ucor hfams patch. Patient described the area as broken, red, raised, burning and stinging. There was no alleged device malfunction contributing to the blister. There is no indication that the patient received medical intervention. Outcome of the blister is unknown.